Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete.

Event description:
It was reported that during a surgical procedure, the physician experienced 4 to 5 sparks from the tip of the e-sep pencil. It was also reported that there were no adverse consequences and no delays as a result of this event. It was further reported that the pencil tip was removed from the field procedure was completed successfully.

Manufacturer narrative:
D4: updated expiry date from 19-nov-2022 to 19-nov-2024. H6: the quality investigation is complete.

Event description:
It was reported that during a surgical procedure, the physician experienced 4 to 5 sparks from the tip of the e-sep pencil. It was also reported that there were no adverse consequences and no delays as a result of this event. It was further reported that the pencil tip was removed from the field procedure was completed successfully.